Event description:
In 2009, the patient stated he woke up this morning with elevated blood glucose readings of up to 335 mg/dl with his normal range being 50-150 mg/dl. Symptoms were not being able to lift his head off the pillow, a bad stomach, and the shakes. He treated his readings by delivering insulin via injection but still had difficulty in decreasing his readings. He said he does not think his insulin infusion device is properly delivering insulin because this morning his device screen continued to cycle from his basal rates to the standard bolus screen without him pressing any buttons. He said this has now stopped and currently the buttons appear to be properly working. He stated his current blood glucose is 140 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.